Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate recent untreated episodes of over-sensed noisy signals from this subcutaneous implantable defibrillator (s-ICD) device. Ts discussed that the over-sensing occurred due to variable patient rhythm morphology. It was stated that the patient had received inappropriate shocks in both the primary and secondary vectors in 2021. Ts inquired to what the patient was doing at the time of the previous shocks and recent untreated episodes. Programming changes were also discussed and in-clinic evaluation was recommended. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.